Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to after the rv lead was implanted the physician elected to move the lead to a more apical location and the helix would not retract. The physician attempted to rotate the whole lead body anticlockwise to free it from the septum. This was unsuccessful and the lead body was pulled with tension applied and the helix did not release. It was noted this maneuver did however seem to bend the helix somewhat off its center. The physician elected to pull more, and tension was applied until the lead tip snapped from the lead body. The straightened helix remains in the patient attached to the high rv septum and will not be retrieved. A new lead with the same model number was implanted in its place without incident. A passive right atrial (ra) lead was also implanted with satisfactory measurements. The attempted lead is expected to return for analysis. The patient fully recovered, and no additional intervention was required. The product has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to after the rv lead was implanted the physician elected to move the lead to a more apical location and the helix would not retract. The physician attempted to rotate the whole lead body anticlockwise to free it from the septum. This was unsuccessful and the lead body was pulled with tension applied and the helix did not release. It was noted this maneuver did however seem to bend the helix somewhat off its center. The physician elected to pull more, and tension was applied until the lead tip snapped from the lead body. The straightened helix remains in the patient attached to the high rv septum and will not be retrieved. A new lead with the same model number was implanted in its place without incident. A passive right atrial (ra) lead was also implanted with satisfactory measurements. The attempted lead is expected to return for analysis. The patient fully recovered, and no additional intervention was required.